Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H6 codes: health effect - clinical code - correction. H10 corrected data.